Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side device is "shifting laterally and is more under the armpit". Additional event of rupture has been reported. Device remains implanted.

Event description:
Patient reported right side device is "shifting laterally and is more under the armpit". Additional event of rupture has been reported. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nicks/ stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks/stress marks due to surgical impact opening.

Manufacturer narrative:
The reason for reoperation: device migration, rupture.

Event description:
Device has been explanted.